Event description:
Litigation alleges the patient suffers from pain. Update 12/23/2014- pfs and medical records received. Dor has been provided. Pfs now alleges fall causing femoral fracture and metallosis. After review of the medical records for MDR reportability, the revision operative note indicated a patient fall causing a subtrochanteric fracture, pain, osteolysis. There was no mention of metallosis as litigation alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/21/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.